Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) while connected during drain. During troubleshooting it was noted that the patient had improperly disconnected from the patient line during the dwell cycle. The power was cycled to clear the alarm and the patient was advised to notify their nurse of the event. The patient planned to finish therapy using manual exchanges. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnection and reconnection by the patient during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting therapy. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.